Manufacturer narrative:
(B)(4). Report source: (B)(6). Complaint sample was evaluated and the reported event was not confirmed. The head component was returned and shows signs of scratches on the outside. The taper inserter component was also returned and shows scratches, dings and debris on the inside of the device. Scanning electron microscopy (sem) analysis was completed and showed light discoloration deep inside the taper and bands of scratches. Elevated oxygen levels were possibly consistent with oxidation of the taper insert material. The presence of calcium and phosphorus is possibly consistent with bone fragments trapped in the taper joint. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03859.

Event description:
It was reported that patient underwent a hip procedure approximately 9 years post implantation due to suspicion of a pseudotumor. The head and taper components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.